Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected field(s): d5 new information added to the following field(s): d8, h4 and h6. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, it is likely that the following led to the malfunction: we surmised that this was lighting failure caused by faulty front panel led, however, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): as a result of checking the instruction manual and the labeling of the product, there was no abnormality that would lead to the phenomenon. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a flickering led on the front panel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.